Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
Head nurse of the hospital reported to our sales rep that a pt came in with pain. An x-ray was done and the surgery saw that the nail was broken.